Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support after a cartridge broke and leaked during the "press and hold" phase of a cartridge change. The patient was guided through a complete infusion supply change using a steel 6mm contact/detach infusion set. Support walked the patient through assembling the new infusion set and cartridge, removing the previous infusion set, performing a rewind, discarding the old cartridge and connector, installing the new cartridge, securing the new connector and tubing, filling the tubing, applying the new infusion set, and filling the cannula. The patient confirmed that insulin therapy had been successfully resumed and acknowledged that the initial error occurred because the connector was not fully flushed against the device. Blood glucose levels had been elevated to 248 mg/dl and remained out of range for approximately three and a half hours but were corrected by changing the cartridge and resuming insulin delivery. The device alerted for high blood glucose, no symptoms were reported, and no outside assistance or medical intervention was required. The patient was advised to call back if further issues arose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.